Manufacturer narrative:
Tracking #.50656. D6: device returned with no lot ID. H6; broken staple retainer. Based on the info rec'd and the visual and functional results, it was concluded that the reported incident was due to the staple retainer broken off inside the cartridge which prevented the instrument from acheiving a full stroke. The instrument was rec'd with the cartridge loaded on the instrument and the staple retainer broken off inside the knife slot. The staple retainer was removed and the instrument was fired with the returned cartridge. It fired and formed the remaining staples as designed. It should be noted that when removing the staple retainer, it should be removed in an upward position. If the retainer is twisted or torqued, it may cause the retainer to break.

Event description:
It was reported that the tlc55 was used during an unknown procedure. It was reported by the affiliate that after the firing, the knob would not move back to the original position. Finally, the instrument could be removed from the tissue. There was no consequence to the patient.